Event description:
The customer reported the device powers off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Investigation found the power button switch of the circuit board to be electrically shorted. The device powered on and off by itself due to the shorted component.

Event description:
The customer reported the device powers off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.